Manufacturer narrative:
The reported device was returned to manufacturer for analysis. Medtronic personal was able to replicate the reported issue. The retainer ring on the tip of the adjustment screw was loose which allowed the clamp face to slip. Except some slippage, the clamp was found to be in good condition. The reported part was replaced and the device was found to be fully functional. Hardware investigation was completed. The issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A customer called to report a clamp with a stripped screw. There was no patient present at the time of the reported issue.